Manufacturer narrative:
(B)(4). Date sent: 06/22/2020 d4: batch # u5ac3v device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: could you please provide more details for ""the donuts were barely created""? The tissue in any layers was not compressed and taken out. What confirmation was received that the device was fully fired?no further information is available. Did the device cut? No further information is available. Was the cut line fully circumferential around the target tissue? No further information is available. If the device fully cut, were both tissue donuts present? No further information is available. If the device fully cut, were both donuts complete? No further information is available.

Event description:
It was reported that during a laparoscopic low anterior resection, two to three staples on the right back side were unformed, and air leaked after dst anastomosis. The donuts were barely created. Additional hand suture was performed to complete the case. The excision position (low/high anterior) is unknown. There was no need for a stoma. The surgeon said that the usability was as usual and there was no problem for the firing and cutting washer. There were no adverse consequences to the patient. The surgeon required to investigate whether unformed staples were from the complaint device or they were (B)(4) which were deployed for the resection of rectum. No further information is available.